Event description:
Patient reported that she was unable to perform a test on the aviva system due to recurrent "error" message. Patient indicated that she was exhibiting symptoms of hypoglycemia. Patient's boyfriend reportedly attempted to treat patient with sugar-free chocolate; however, hypoglycemic symptoms persisted. An unspecified time later, patient sought treatment at her physician's office where blood glucose reportedly measured 51 or 52 mg/dl. Patient stated that she was treated with an injection (contents not provided) and sent home. Patient did not provide the location where she first began exhibiting hypoglycemic symptoms. Technical support requested the return of the aviva system and replacement product was shipped. Aviva system: meter, aviva strip lot 300484 with expiration date 06/30/2008.

Manufacturer narrative:
The aviva meter is the suspect device.